Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing and was found to perform to specification. Review of the device activity log did not find evidence of the customer report. It is important to note that this could be normal operation if the mfc cable was connected to the shorting plug, but we were unable to confirm. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.